Manufacturer narrative:
Motor error alarm during basic occlusion test slightly loose drive support disk. Unable to verify alarm in the alarm history due to a corrupted history file. Motor passed motor test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Troubleshooting found that the pump had multiple motor error alarms in the pump history and that the pump also alarmed motor position encoder error. The customer also indicated that the pump will not rewind. The customer's blood glucose was unknown at the time of incident and did not provide any additional information. The customer was advised that the device would be replaced.